Manufacturer narrative:
Under foreign law, patient information is considered confidential and will not be provided.

Event description:
Customer reported that the solar 8000m did not provide an audible alarm for an asystole event. The patient died due to patient condition. The hospital is not alleging any causal relationship between the patient's death and the reported malfunction of the monitor. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.